Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "hair in the expander packaging".

Event description:
Healthcare professional reported "that there was hair in the expander packaging". The device was never implanted.